Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the cylinder. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the patient's device was originally implanted approximately 12 years earlier. During the revision surgery, the physician identified that one cylinder was badly damaged and fluid loss occurred through that cylinder. The patient was unable to inflate and deflate the device beginning approximately 3 to 4 months prior to the revision surgery. The patient is doing well now.